Event description:
Discordant immulite 2000 sps results were obtained on one (1) patient sample. The laboratory questioned the result and repeated the sample to confirm. The corrected result was reported to the physician. There was no report of adverse health consequences due to the discordant sps results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the immulite 2000 instrument data. Analysis of the instrument and instrument data indicate that the cause for the discordant sps result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.